Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device and confirmed the reported complaint. The display unit assembly was replaced, the device passed all tests, and was returned to patient service. As the problem was discovered prior to use and a warning message displayed, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2018, a display unit reset error code was discovered on the arkon. The device was not in patient use when the issue was discovered. No injury was reported.